Event description:
The patient reportedly experienced ongoing intermittencies followed by loss of sound. External equipment was exchanged, however, the issue was not resolved. Device testing could not be completed due to a loss of lock. Revision surgery is under consideration.